Event description:
Spontaneous communication from patient to report faulty freedom 60 pump and disruption of infusion. Patient reported that on (B)(6) 2022 in the evening during her infusion at 1:10pm, the pump made a loud pop and the infusion stopped. Patient stated that she had 20ml of 65ml remaining [4gm] and decided to not do manual push and put the syringe in the fridge until replacement pump could arrive. Patient stated that her md is not aware and she can directly contact md to notify of infusion disruption to see if he wants her to do anything differently. Patient stated that she does have enough hizentra on hand to continue infusion when new pump arrives and will require a makeup dose to replenish the loss due to defective pump. Freedom pump 60 last shipped 6/8/2021. No photos of device are available. Patient will be sent a new device and will return defective device. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace the device? Yes; did the patient have a backup device they were able to switch to? No. Reported to cvs/caremark by: patient/caregiver.